Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger wouldn't power up. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the battery charger power supply connector pins were unseated, preventing the charger from powering up. The root cause for the unseated power supply connector pins could not be positively identified but was likely excessive force. No adverse event resulted form the defective battery charger. The pt received a replacement battery charger.